Event description:
Consumer alleges their heating pad caught on fire while using in bed and caused property damages to their mattress and bedding. There was not a report of personal injury with this incident.